Manufacturer narrative:
Initial and final MDR 1901878- MDR 3003442380-2024-11605- device 4 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with 5 infusion set's adhesive on (B)(6) 2024.the infusion set fell off during use. The infusion set was in use for 1-2 days. The patient confirmed the set fell off while doing physical activity/sweating, swimming, or bathing. The patient resolved the event by replacing infusion set and resumed insulin successfully. No further information available.